Event description:
The following was reported to hamiton medical ag: the unit showing t event :231007,231008 which is related to o2 valve leak no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer: (B)(4).